Event description:
The pt's wife reported that the pt had a catheter revision in august. The hcp reported that the pt's pump was programmed to deliver dilaudid. The pt been getting good pain control and felt the therapy was effective until early august. At that time, the pt experienced increased pain. On 08/2007, a computed axial tomography scan (cat scan) was done and revealed the catheter had dislodged. The pt underwent a catheter reimplantation and revision. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.